Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that insulin pump part was broken. The customer¿s blood glucose level was unknown at time of incident. Customer's husband was not determined broken part was lip ring or the reservoir only. The insulin pump will not be returned for analysis.